Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose (bg) level rose between 350 mg/dl to 400 mg/dl, while wearing the pod between 1 and 4 hours on the leg. They reported waking up at 2 a.m. To high bg levels, and noticed the cannula did not deploy during activation. It should be noted the patient is using the system off label. They reported they are looping and using their phone to control the pod, instead of the personal diabetes manager (pdm) that is required with the dash system. As treatment, the patient administered insulin via manual injections.